Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump screen was changing colors. A rainbow coloring started to form around the screen of the insulin pump and black marks formed around the edges of the lcd screen. The customer's blood glucose level was not reported. He was also starting to have a hard time reading the insulin pump's screen. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).